Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed downstream (occlusion) when there was none in the pediatrics department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem of a false downstream occlusion alarm was not reproduced. During evaluation, a downstream (distal) occlusion sensor test, an upstream occlusion sensor test, and a flow rate accuracy test were performed with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.